Event description:
It was reported that the patient presented in-clinic for a follow-up, oversensing was observed. The oversensing inhibited pacing and caused a period of asystole. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.